Event description:
Index surgery was in 2007. Revision due to patient fall 8 months ago. Prior to fall, patient experienced pcl issues and instability. The surgeon noted oxidation on poly, lysis, and a hole in the femur that he had to patch.

Manufacturer narrative:
Pending engineering evaluation.